Manufacturer narrative:
Product analysis #(B)(4):analysis information -- 2025-01-28 14:19:13 cst pli# 10 product ID# 97800 h3: analysis of the ins (s/n (B)(6)) revealed that the device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a implantable neurostimulator (ins). It was reported that the ins wouldn't communicate with any external equipment or therapy applications (clinician and patient). They tried multiple handsets and communicators both for cases for today and yesterday with same result of device not responding. Technical services had the rep power down the handset and communicator to try again but, got the same response as reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.